Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The device will be returned to the manufacturer.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n258709005, implanted: (B)(6) 2010, product type: catheter. Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving fentanyl 3000 mcg/ml; 299.8 via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The patient¿s weight, medical history and other medications the patient was taking at time of the event was unknown and will not be made available. The date of the event was (B)(6) 2017. It was reported that elective replacement indicator (eri) occurred (B)(6) 2017. The pump had been motor stalling since late may. The patient presented to the emergency room for withdrawal due to the motor stall. The pump was set to minimum rate. Surgery was scheduled for (B)(6) 2017 to replace the old pump. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative. The cause of the stall was not determined. The pump will be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was being replaced on (B)(6) 2017, and the cause of the motor stall was unknown.